Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was 90% in-stent restenosis of a previously placed stent was located in the moderately tortuous and moderately calcified left superficial femoral artery. After a non-bsc guidewire crossed the lesion, a 6.0mmx220mmx150cm (4f) sterling¿ balloon catheter was advanced for predilation. However, during the first inflation at 3 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient. Many calcifications were observed on the contrast. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling mr balloon catheter. The balloon was loosely folded with blood in the wire lumen and fluid in the balloon and inflation lumen. Microscopic inspection found no irregularities or defects. The balloon was inflated to rated burst pressure (rbp). The balloon held pressure for 5 minutes and did not leak. Inspection of the remainder of the device found no irregularities or defects. Product analysis did not confirm the reported balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was 90% in-stent restenosis of a previously placed stent was located in the moderately tortuous and moderately calcified left superficial femoral artery. After a non-bsc guidewire crossed the lesion, a 6.0mmx220mmx150cm (4f) sterling¿ balloon catheter was advanced for predilation. However, during the first inflation at 3 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient. Many calcifications were observed on the contrast. The procedure was completed with a different device. No patient complications were reported.